Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Suensoni was made aware of an incident where user reported of getting multiple no sensor detected alerts and can't palpate the sensor. After escalation to next level support, the user was being advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor. The RMA was authorized for the return of the sensor for further investigation.

Manufacturer narrative:
The user reported that they were only able to observe low signal or no signal indications and were unable to palpate the sensor. The issue reportedly began weeks after insertion.to further investigate the reported no sensor detected alert, bench testing was performed. The sensor was placed in a black vial containing an 8 mm glucose solution, and a transmitter in good condition was used with a compatible mobile phone running the eversense app to receive the signal under no ambient light conditions. The sensor was positioned approximately 12 mm from the transmitter using a dedicated fixture. Under these conditions, poor and unstable signal detection was observed in the app. When the sensor was placed directly against the transmitter, signal detection was excellent and stable.based on the test results, the customer's issue was most likely related to intermittent poor communication and power transmission from the sensor antenna.